Event description:
It was reported that during an unrelated clinic visit, an increase in capture thresholds was observed on the right ventricular lead of an asymptomatic patient. Device reprogramming was performed and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.